Event description:
During a pulmonary vein isolation procedure, the tip of the dilator broke during transseptal puncture. The dilator was then stuck in the patient, however, was successfully removed. The device was exchanged to resolve the issue without adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f agilis steerable introducer dilator was returned. The dilator hub had been detached and a portion of it was still on the proximal end of the dilator. Visual inspection confirmed the dilator tubing had been shaped to the core pin. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the detached dilator hub remains unknown.